Manufacturer narrative:
Lot numbers 18c051 and 18e012. Two actual samples were received for evaluation. The returned units were labeled for single use. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the devices with water. During filling, evidence of a leak/backflow was observed at the fill port. Further examination of the fillport revealed a sold, shiny glass particle approximately 0.16 square mm in size for the first device, and approximately 0.70 square mm for the second device, lodged under the device¿s checkband. The reported condition was verified. The most likely cause of the condition was determined to be a use error during filling of the device. The labeling provided with this device recommends that a filter be used during filling. Glass ampules used for filling the device without a filter can result in this type of event. A photograph of the third sample was provided for evaluation. Visual inspection of the photograph revealed a leak at the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) large volume infusors leaked from the fill port after filling. There was no patient involvement. No additional information is available.